Event description:
It was reported, the pt's ipg is superficial and is causing her discomfort. It was also reported, the pt has been experiencing discomfort at the ipg site since she was implanted. The pt plans to meet with her primary cae physician about the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.